Event description:
An initial event notification was received by millyard advanced medical products, llc on 28-apr-2026. The user reported that they experienced five hypoglycemic events while using the twiist automated insulin delivery (aid) system, with the lowest glucose value reported as 43 mg/dl. The user reported that they became shaky and sweaty but were able to resolve the low glucose by drinking juice. The user reported that they did not know the specific cause for the events, and are continuously working with their health care provider to adjust their therapy settings. The user remains ongoing on their twiist aid system.

Manufacturer narrative:
The user reported experiencing hypoglycemic events; however the exact dates of the events were not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc, for evaluation.